Event description:
The international customer reported that the ventilator was alarming due to a high oxygen supply pressure. The customer reported the device was not in use on a patient therefore, there was no patient involvement or harm. When the measured oxygen inlet pressure is greater than (B)(4) psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi. The oxygen manifold and high pressure hose will be replaced to address the reported problem.